Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop. Medication was prescribed. The lens remains implanted. Reportedly, 'day after the surgery everything was fine' and 'we do not plan explantation of the lens. It was only temporary elevation of the iop.' The cause of the event was reported as other- 'probably ovd'.

Manufacturer narrative:
Corrected data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop. Medication was prescribed. Irrigation/ aspiration was performed. The lens remains implanted. Reportedly, 'day after the surgery everything was fine' and 'we do not plan explantation of the lens. It was only temporary elevation of the iop.' The cause of the event was reported as other- 'probably ovd' h6. Health effect- impact code (f): 4625- irrigation/ aspiration was performed. Claim (B)(4).